Event description:
Information was received from an healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving gablofen (2000 mcg/ml at unknown dose) via an implantable pump for unknown indications for use. It was reported that the patient¿s catheter was cut during a spinal fusion surgery. The catheter was also pulled down out of the intrathecal space. The hcp was called in to fix the catheter. The patient had an older indura catheter; however, because medtronic no longer offer and supply the intrathecal segment, the hcp was forced to use an ascenda 8781 distal segment. A segment was placed in the intrathecal space. Because of the patient¿s prone placement during the fusion, the hcp was not able to access the pump site due to the patient¿s position. The hcp decided to use a collett connector and removed the plastic outer coating in order to expose the pin connector. That exposed pin was connected and tied with 2.0 silk ties to the existing indura pump segment and the other end was attached to the ascenda distal segment with the normal connector end. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# (B)(4) serial#, implanted: (B)(6) 2009, explanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.